Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568-45 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the device could not be interrogated, and there was no pacing or magnet response observed on the ECG (electrocardiogram). The device was explanted and replaced. No patient complications have been reported as a result of this event.